Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. (B)(4). Carefusion technical support shipped the distributor a replacement turbine assembly. A returned goods authorization (rga) number was also issued for the return of the alleged faulty turbine assembly for eval. As of august 5, 2015, carefusion has not received the alleged faulty turbine assembly.

Event description:
This complaint originated from an international distributor in (B)(6). The distributor reported a "vent inop" error message on one of their ventilators. According to the distributor, the error message disappeared after changing the turbine. No pt involvement.

Manufacturer narrative:
The carefusion failure analysis evaluated the turbine and the turbine interface pcba. Unit came up vent inop with motor fault, circuit disconnect, and low ve. Replaced the turbine interface pcba with known good turbine interface pcba. The issue was corrected with the new turbine interface pcba. Findings/root-cause: the issue was duplicated and isolated to the turbine interface pcba. This issue is addressed in an internal correction.